Manufacturer narrative:
B3: the events occurred on multiple dates in march 2026. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes infusion set¿s plastic quick-release portion would break away from the site during sleep. Patient reported that the issue on 5-6 separate occasions and occurs about every 2-3 weeks. Pss advised patient of best practice to immediately change infusion set/site at time of event. Pss confirmed that at time of each past event, patient had infusion set inserted in abdomen and was sleeping when plastic quick-release portion of infusion set separated from site. The event occurred during infusion and there was no patient injury. The issue was resolved.